Event description:
It was reported by service report that the main power cord plug was missing the ground and the power prongs, and the auxilliary power cord was missing the ground prong. The motion interrupt pan fell off the bed and was partially torn. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: main power cord plug was missing the power and ground prongs, and the auxilliary power cord was missing the ground prong. Damaged motion interrupt pan.